Manufacturer narrative:
Device evaluation: upon technical inspection of the concerned hopkins telescope (article-no.: 27005ba, serial: (B)(6)) the reported issue could not be confirmed. The inspection showed that the image of the optics is clear and only shows a slight clouding at the edges. Furthermore, the distal solder seam is slightly chemically attacked but intact. There is an impact mark on the shaft and there are clear foreign/dirt particles in the rod lens system which may be due to the mechanical damage (impact mark on the shaft) or caused by normal use (lens is 10 years old). The hopkins telescope is in very good condition, considering its age of 10 years. It is concluded that the damage found was caused by use or clinical reprocessing. In addition, we would like to call your attention to the following information stated in the reprocessing instructions (hopkins telescope 30°, 4 mm, 30 cm, document: 27005ba_en_v40.2_09-2022_ri_ce): 9. Visual inspection: 1. Check products for the following points: visible soiling, damage and corrosion, completeness, dryness. 2. Subject any products displaying visible soiling to another complete cleaning and disinfection process. 3. Discard damaged and corroded medical devices. 4. Discard incomplete medical devices or replace missing parts. 5. Dry the product by hand if necessary." (Page 12). 11. Life span: the end of the product life is largely determined by wear, reprocessing processes, the chemicals used and any damage resulting from use. 11.1 functional check: if the device does not fulfill one of the points listed below or if damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: 1. Check the surface of the product for mechanical integrity and changes. 2. Check the labeling for legibility. 3. Check the product for mechanical integrity. 4. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. 5. Check if the image is transmitted. 6. Check whether light is transmitted and whether the surface of the light input and light output is dirty or damaged." (Page 14). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "optics cloudy". No negative impact in state of health reported.